Event description:
It was reported to philips that the customer was unable to perform fluoroscopy or cine. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened, and the procedure was aborted and moved the patient to another room at the time of event. Philips remote service engineer (rse) checked the system and found that system was unable to perform fluoroscopy or cine. To resolve the problem on another case fse replaced the sib unit, the footswitch and replaced the geo module kit wp and the download board software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.